Event description:
A customer had a problem with the meditrace electrodes. Customer states " during defibrillation (emergency) medical staff used 2 pairs of this lot and both did not function ( no signal) third pair was used from competetion (dahlhausen) and this one worked the sampels we will send are from the same lot. The used electrode is not available.